Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced intermittent undersensing during atrial tachycardia/atrial fibrillation (at/af) events.

Manufacturer narrative:
Concomitant medical products: 5867-3m lead cap; implanted (B)(6) 2014; 5867-3m crt-d; implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.